Event description:
We were using the graco nasalclear battery operated nasal aspirator - model #1750335- this evening -(B)(6) 2010- to clear the nasal passage for our (B)(6) boy. The short silicone tip became dislodged from the aspirator when he turned his head, and the tip fell into the baby's mouth. He started to cough and gag, and we had to turn him upside down and strike his back a number of times before the silicone tip came out of his mouth. We had made certain the tip was securely on the aspirator. The instruction manual did state that "individual parts may present a choking hazard", but it should not be a choking hazard during the course of normal usage! The tip needs to be secure on the aspirator or it should be made a 1 piece as part of the aspirator - even though it will not be possible to use the other interchangeable tip-. Frequency: prn. Route: other. Diagnosis or reason for use: nasal aspirator for runny nose.